Event description:
Per medical records, it was reported that on (B)(6) 2010, the patient presented with back pain, severe bony destruction and possible epidural abscess with the preoperative diagnosis of osteomyelitis and diskitis l1 and l2. The patient underwent surgery which consisted of a laminectomy, l1-2 for decompression of spidural abscess; posterior lumbar fusion t12 to l2, l1-2, l2-3, and l3-4; autograft incision left iliac crest bone graft; segmental instrumentation posterior t12 to l4. .per the operative report ¿¿.a large epidurotomy cyst was noted which was inactive at this point in time, did not appear to extend very well proximal and very far distal within the canal. Undercutting of l2 was performed as well, and a little bit of t12 to ensure that the spinal cord had been adequately decompressed. After laminectomy, attention was brought to placement of the screws. Beginning at l4 on the left side, at the junction transverse process of the superior articular facet and pars used to make a small cortical hole. The lengthy probe was then introduced and passed down the pedicle, removed. All four walls of this was palpated. The appropriate sized tap selected. The depth of the hole measured and the screw placed. The screws were sequentially placed at l4, l3, l 1 and t12 on the left side. In a similar fashion, screws were placed on the right side. The appropriate sized rods were then selected, contoured and put into place. The transverse process of the facet joints were then all prepared for the fusion using the burr and removal with leksell rongeur as well. Attention was then brought to the left iliac crest area where an incision was made over the posterior iliac spine and this was carried deep to the fascia. The fascia was incised, 40 cc of cancellous autograft was harvested after the cortical window was opened and then this was irrigated copiously and closed using #1 vicryl suture. Attention was then brought back to the main wound. Ap and lateral x-rays were taken and the screws and rods appeared to be in adequate position. Cross connectors were placed. The wound was then irrigated copiously and then the autograft in conjunction with bone morphogenetic protein of the infuse type were placed posterolaterally to effect a fusion. Please note that during placement of one of his screws, a small dural tear occurred underneath the lamina. So, the laminotomy defect was covered with tisseel fibrin sealant prior to closure¿¿ no patient complications were noted. On 01/08/2010 the patient presented with neck pain and lumbar spondylitis and underwent a cervical CT scan which demonstrated multi- level spondylosis and facet arthritis. On (B)(6) 2010, the patient presented the preoperative diagnosis of osteomyelitis and discitis l1 and l2. The patient underwent surgery which consisted of l1 corpectomy with decompression of spinal cord and nerve roots; l2 corpectomy with decompression of spinal cord and nerve roots; anterior lumbar fusion l1-2; anterior lumbar fusion l3-4; placement of a biomedical device l1-l3; and morselized autograft separate incision left iliac crest bone graft. Per the operative report ¿¿..after adequate discectomy attention was brought to decompression of the ostium in the leg portion. What was originally the l1-2 disc space was identified, a curette was entered in this area. There was a large void and defect, a lot of soft tissue and necrotic tissue was there. This was easily removed. The decompression was carried all the way across the other side and back to the posterior longitudinal ligament. Approximately 50% or slightly more than 50% of l1 was taken until there was adequate bleeding bone noted. Such a small amount of l2 remained after the decompression, we decided to proceed with a full corpectomy at this level and l2 was removed in its entirety. At this point end plate of l3 to the proximal portion of l1 was available for fusion. There was bony bleeding cortical bone noted on the inferior end plate portion and cancellous on the superior portion. The trial device was introduced and the appropriate size expandable cage was selected. This cage was then packed with bone morphogenic protein specifically infuse, as well as the iliac crest bone graft. It was then placed into the defect and expanded appropriately. Ap and lateral x-rays were taken -it was felt to be in adequate position. Final security device was then performed. A significant amount of bone graft and infuse bone morphogenic was then placed around the cage in order to affect an adequate circumferential fusion¿¿ no patient complications were noted. On (B)(6) 2010, the patient presented with pain and underwent ap and lateral x-rays which showed hardware and cage in place with no sign of loosening. On (B)(6) 2010, the patient complained of back pain, some locking in his knee on the right side and limited knee extension. Ap and lateral lumbar x-rays showed hardware in place with no sing of loosening and fusion ¿doing very well.¿ osteoarthritis was noted in his knee with some loose bodies. On (B)(6) 2010, the patient presented with fluid overload with protuberant abdomen and bilateral lower extremity swelling. He was unable to wear his brace due to this swelling. It was mentioned in the doctor¿s notes that he had briefly been in the hospital several weeks prior. Ap and lateral x-rays of the thoracolumbar spine showed hardware in place with no significant signs of loosening or failure. On (B)(6) 2011, the patient presented with minimal back complaints. Ap and lateral view of the thoracic spine indicate ¿it looks like his fusion is a corpectomy.¿ on (B)(6) 2011, the patient presented with some pain and had started using a walker with a prosthesis on the lower extremity. The patient reported he had been in a car accident that caused him some neck pain and increasing back pain. Ap and lat x-rays of the cervical spine and open mouth odontoid indicated multilevel degenerative disc disease. Ap and lat x-rays of the lumbar spine indicated the hardware was in place and fusion. On (B)(6) 2011, the patient complained of some redness where he has been told he has a charcot foot on the left side. He also complained of bilateral shoulder pain and ¿pops¿ when he tried to raise himself with his shoulder. He had had difficulty with overhead activities because of it. Three view x-rays of both shoulders indicated early glenohumeral arthritis and ac joint arthritis with the impression of rotator cuff tendinitis, shoulder sprain/strain, and ac joint arthritis. The patient received a kenalog and lidocaine injection in his shoulders. On (B)(6) 2012, the patient presented with generalized body pain and left sided foot problems. There was concern for charcot foot. Ap and lat spinal x-rays indicated good fusion. X-rays of the foot indicated not obvious degenerative or signs of osteomyelitis,discitis or charcot. On (B)(6) 2013, the patient presented constant radiating aching, burning, and deep posterior pain in the lumbar region. These symptoms were aggravated with daily activities, bending, walking, and standing. The patient also reported some ¿popping¿ and ¿clicking¿ above the area of his previous surgery. Ap and lat x-rays showed solid fusion in the corpectomy defect; degenerative changes; and osteomyelitis in the upper arm. On (B)(6) 2010, the patient was admitted to the hospital with severe chronic pain and osteomyelitis of the back. Pain radiating to abdominal area and the thigh. Patient had been in a skilled nursing facility 2 weeks prior to admittance. Per radiology the patient had osteomyelitis and diskitis. The patient underwent surgical intervention on (B)(6) 2010 which included a laminectomy, l 1-l2, for decompression of epidural abscess; a posterior lumbar fusion of t12 to l 1; a posterior lumbar fusion of additional levels, l 1-l2, l2-l3, l3-l4, as well as an autograft, separate incision, left iliac crest bone graft, and segmental instrumentation posteriorly, t12 to l4. No patient complications were noted. On (B)(6) 2010, the patient underwent a swallow study. On (B)(6) 2010, the patient began to have gi difficulties and was thought to have c. Diff. Colitis which was resolved by (B)(6) 2010. On (B)(6) 2010, the patient, secondary to lumbar osteomyelitis and an abscess, underwent a left retroperitoneal and thoracolumbar exploration with anterior carpectomy, fusion and instrumentation at l 1-l2. No patient complications were noted. On (B)(6) 2010, the patient was discharged from the hospital and transferred to a long term care facility. Between (B)(6) 2011 and (B)(6) 2014, the patient presented with right shoulder pain, left buttock pain, and /or right leg and phantom limb pain, the pain was often severe, aching and sharp. The patient underwent multiple epidural injections at levels 2 through 5 and shoulder arthrocentesis for the following diagnosis: cervical spondylosis; bilateral shoulder joint pain; post laminectomy syndrome and/ or phantom limb syndrome. On (B)(6) 2013, the patient presented with lower back, bilateral shoulder, knee, and foot pain with numbness, tingling and weakness. The patient complained of poor sleep, sexual dysfunction, increased fatigue, chest pain, numbness, weakness, and stiffness.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.